Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, lot #245478. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via medwatch) that a female patient underwent an unknown procedure with a mentor smooth round moderate profile 425cc saline breast prosthesis and an unspecified mentor gel breast prosthesis on (B)(6) 2002 experienced the following beginning 2 months post implantation ¿soon after the breast augmentation surgery, I started to get constantly sick, had no immune system. Two months after surgery had chronic lung/respiratory problems, chronic sinus infections, chronic fatigue, pain, weight loss, ibs, depression/anxiety, spine/bone pain. All increased through the years to diseases throughout body, brain tumor, cancer, lupus, scleroderma, brain fog, neurological disorders, osteopenia, kidney/urology diseases, and degenerative diseases. Optical nerve damage, ear infections, ringing in ears, tinnitus, multiple sinus infection/4+ surgeries, significant brain changes, and collapsing spinal cord injury. Numbness in hands/feet/legs/arms, 7+ years of yellow/green pus leaking from nipples, severe breast pain, muscle weakness/extreme pain, urinary incontinence, prolapsed uterus, endometriosis, uterine cysts. Miscarriage, severe migraines, heart palpitations, debilitating fatigue, hormonal issues, asthma, copd, sensitive to chemicals, allergies, ige antibodies to mold, chronic inflammation all over body. Yeast infections, extreme hot/cold intolerance, different auto immune diseases, hair loss, dry scalp, skin dryness/tightness, difficulty swallowing, decreased libido, metallic taste in mouth. Wounds healing very slowly, weight gain in upper extremities, heavy/abnormal menstrual cycle, muscle clamps, constant swollen lymph nodes armpits/neck/groin. Dizziness, neuropathy, neural cysts, severe belly cramping, chest pain, excessive thirst. Sclerotic lesions on toes/spine/knee, enchondroma femur with sclerotic boards, kidney disease, gallbladder disease, appendix inflammation, atelectasis in lungs. Involuntary twitching, melanoma in situ xs, dysplastic-nevi x 1s, nodular basal cell carcinoma x10, neurofibromatosis type one, sciatic both left/right sides, scoliosis, severe sweating. Unable to walk due to pain, numbness of legs and feet, not feeling lower extremities, neutropenia, radiculopathy, pagets disease, dystonia, pots disease. All data and testing have been performed since before and after the date of breast augmentation. The hospital has all documentation of my rapid health decline around 2 months of surgery until now. Currently my conditions are so severe I haven't worked since 2005, now I can barely get out of bed and feel my body slowly and painfully decompensating.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the unspecified mentor gel breast prosthesis.